Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening). There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleged asthma (new or worsening). There is no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Pil observed findings: 0 errors logged, pil was unable to get care orchestrator information from device, black dust-like contamination on the ui panel, dust-like contamination on the blower box, insects in the bottom enclosure, black contamination, consistent with keratin, at the air outlet of the blower box, consistent with (B)(4), dust-like contamination at the air inlet of the blower box. Pil used a fitt (foam integrity test tool) and the associated procedure (B)(4) and was not able to confirm the presence of degraded sound abatement foam. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. Pil was not able to confirm the complaint or address the symptoms specified. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.